Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for implant: abnormal uterine bleeding and incontinenceconcurrent procedures: bilateral laparoscopic tubal ligation d&c, hysteroscopy endometrial ablation, novasure

Event description:
Updated information:reason for implant: abnormal uterine bleeding and incontinenceconcurrent procedures: bilateral laparoscopic tubal ligation d&c, hysteroscopy endometrial ablation, novasure.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent a total vaginal hysterectomy on (B)(6) 2007. No additional information was provided.